Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine generator exchange, the physician noted a small insulation abrasion on the patient's right ventricular (rv) lead. No electrical anomalies were noted. The physician elected to leave the lead implanted. The patient was stable before, during and after the procedure.